Manufacturer narrative:
H3: the instrument (product: inst 960-559 planar passive ball 1.5mm, serial/lot: (B)(6)) was returned to the manufacturer for analysis. Analysis found that there was a bent instrument. This issue was documented in a medtronic navigation hardware anomaly tracking database. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a navigation system being used outside of a procedure. It was reported that the chicken foot on the truck was bent. Additional information was received from the manufacturer representative. It was further reported that the instrument was likely dropped on the floor, which contributed to the damage. There was no patient involvement.